Event description:
The customer called to report false negative test results on tango optimo during validation. The antibody missed was an anti-d. The test result on tango optimo was 0/+/-/0 when it yielded a 3+/3+/0 reaction in gel and a 1+/3+/0 in peg. An inspection of the affected tango optimo found no indication for an instrument malfunction that might have caused the incident. The patient sample that had caused the false negative test result was sent to us for quality control, but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the sample with the retained sample of anti-human globulin anti-igg solidscreen ii and the affected lot of biotestcell 3 on tango. The sample reacted negatively. The sample was also tested in the 3-phase tube test and did not yield a positive result. Furthermore, the sample was tested in the gel method and yielded a weak positive reaction. The sample was also tested in tube technique with the enhancement medium polyethylene glycol (peg). In this method, the sample reacted weakly positive. Additionally, the sample was tested in the tube technique with the enhancement of the enzyme bromelin and yielded a weak positive reaction. The affected reagents were tested with different weak reacting controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing of the sample confirmed the antibodies' weakness. Regarding detection of weak antibodies there is a notice in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident